Manufacturer narrative:
The customer reported an image contained recognized ring artifacts and therefore, the patient was rescanned on another CT system. A philips field service engineer (fse) went onsite to evaluate the system. The fse confirmed there was no patient harm and no misrepresentation as a result of this issue. The fse found that the compensator in the a-plane collimator was cracked. The fse determined that the cause of the artifact on the images was due to the crack in the compensator. The fse replaced the compensator to resolve the issue. The system is functional and in clinical use. This issue has been determined not to be a reportable event.

Manufacturer narrative:
Note: we have not completed our investigation of this event. We will file a follow-up emdr at the completion of the investigation. Internal cross reference: complaint (B)(4).

Event description:
This complaint has been evaluated based on the information provided; there is no allegation of death or serious injury. The customer reported image artifacts. Engineering analysis has confirmed that this event has been determined to be a reportable issue due to the potential for image misinterpretation, because of a recognizable artifact. This event is currently under investigation.